Event description:
A facility reported that duragen (unknown product ID) was used to close dura mater for endoscopic endonasal surgery, and cerebrospinal fluid (csf) leakage was observed after surgery. It is unknown if there was a delay in surgery.

Manufacturer narrative:
Duragen (unknown product ID) was not returned for evaluation and the device history record (DHR) review was not possible since no product lot number was provided. As a result, the root cause could not be determined. However, there is insufficient information that suggests that the adverse event reported was due to the use of the duragen product. In addition, csf leak is a known possible complication of any neurosurgical procedure. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.